Event description:
After pre-dilatation with an unknown size angioplasty balloon, a 2.5mm diameter by 24mm length s660 stent delivery system was inserted for treatment of a lesion in the left anterior descending artery. It was not possible for the stent to cross the severely calcified lesion therefore it was pulled back from the coronary artery. Upon removal of the stent delivery system, the stent dislodged in the left main coronary artery when it was pulled into the guide catheter. The stent was successfully snared from the left main artery, however, during removal at the femoral sheath, the stent came off of the snare device at the sheath. The pt was sent to surgery for a femoral cutdown procedure to remove the undeployed stent. There was no further treatment to the target lesion and no add'l clinical sequelae reported related to the event. The severe calcification of the lesion likely contributed to the stent not crossing the lesion. The instructions for use were not followed for removal of an undeployed stent, when the stent delivery system was pulled into the guide catheter while the catheter was still engaged in the coronary artery.